Event description:
Customer reported negative blood and protein results on the instrument wheres visual and reference lab results were positive for both the analytes. There was no report of injury due to this event.

Manufacturer narrative:
Based on the info, siemens representative found out that customer was using non siemens strips on the instrument. Customer is being instructed not to use non recommended strips on the instrument. Customer is also being provided with siemens strips and instructed to run siemens quality control on the instrument. Instrument is performing as intended.